Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests.no motor error alarms or displacement anomalies noted. However, the insulin pump had cracked case at the display window corners, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and missing back address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call delivery anomaly. Customer's blood glucose level went as high as 15 mmol/l. Troubleshooting for no delivery was performed. Customer stated that the insulin pump was under delivering insulin customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.